Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the diluent leak and error condition for "partial aspiration". Tubing behind pinch valves pv14 and pv15 at feed thru fitting ff29 had a hole in it. The fse trimmed and reconnected the tubing to the fitting, resolving the leak. To resolve the error condition "partial aspiration", worn tubing at pv24 was replaced. Pv 24 is a pull apart pinch valve that controls the vacuum and pressure for the primary aspiration pump (pm4). The error condition for "cannot move cassette" was also confirmed and was due to loose fitting on tubing #2. Tubing #2 supplies pressure to autoloader. The tubing was retightened and resolved the problem. Failure mode was identified: the failure mode of the leak was related to a hole in the tubing at feed thru fitting ff29. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Error condition "cannot move cassette" - per instructions for use ((B)(4)), when this error is recovered, if the error occurred before aspiration was completed, data is not available; if the error occurred after aspiration was completed, data is available. The instrument becomes inoperable in automated mode. (B)(4).

Event description:
Customer reported a leak of approximately 15 ml of diluent occurred when using the coulter lh 500 hematology analyzer. In addition, there were two error conditions: partial aspiration and cannot move cassette. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.